Event description:
During the procedure, the physician used a cook huibregtse triple lumen needle knife. During use, the needle component detached and lodged in the mucosa. The detached section of the needle remained inside the patient. The patient did not require any additional procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The information in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). The medical facility in the (B)(6) involved in this report is listed. The contact details for the cook facility in (B)(4) are: (B)(4). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the information provided indicated that the needle was held stationary during the application of cautery. This is against the instructions for use and the most likely cause for the reported observation. The instructions state that it is essential to move the needle knife while applying current. Maintaining the needle, knife in one position can result in breakage of the needle knife. During inspection, the device is subjected to a visual inspection and the length of the cutting wire is measured. The cutting wire is also subjected to a functional test to ensure security. This is performed by a manual tug. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. This report represents an unusual occurrence. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.